Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise and failure to capture. The rv lead was explanted and replaced. Conductor fracture on the rv lead was noted. Patient condition was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.